Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the handswitch on the device could not be removed. Another device was used to complete the case. There were no adverse consequences to the pt.